Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4) implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4) , ubd: 11-mar-2017, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine and fentanyl at an unknown concentration and dose via an implantable infusion pump. The patient had a medical history of chronic pain. It was reported that during a pump replacement surgery a catheter kink was discovered near the sutureless connector. There were no symptoms reported and no environmental/external/patient factors that may have led or contributed to the issue. The proximal end of the catheter was removed and replaced with a 8578. The explanted portion would be returned for analysis. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: catheter. The catheter was returned and found to have damage. If information is provided in the future, a supplemental report will be issued.